Event description:
A male patient contacted lifecor customer support to report that one of his battery packs showed a "?" On the monitor. When the patient placed this battery pack on the battery charger, the "battery fault" led illuminated. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Battery pack - 02/2007. Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery fault" led was that battery pack had a damaged connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The patient received replacement battery packs.